Manufacturer narrative:
A complete lead was returned in one piece. Dissection of the lead found inner insulation abrasion and damage at the suture tie region. The cause of the noise and oversensing was due to abraded/damaged inner insulation, which was consistent with suture tie down forces. The reported events of noise and oversensing were confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate mode switch was observed on the right atrial (ra) lead. Surgical intervention is anticipated, and the ra lead is currently being monitored. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicates the right atrial (ra) lead was successfully explanted and replaced. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Dissection of the lead found inner insulation abrasion at the proximal region. The reported event of oversensing noise was confirmed, and the cause was isolated to inner insulation abrasion.